Event description:
Developed deep vein thrombosis left leg confirmed by doppler exam. According to surgeon, via femoral approach a filter was deployed but did not fully open to encompass ivc. Therefore, a second filter was placed. (Lot #3946970)